Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a high blood glucose of 37.5 mmol/l and ketones. The hospital staff did not know why her blood glucose went high. No alarms were noted. It was stated that the customer would be staying in the hospital until she was feeling better. The customer felt that the insulin pump was working properly. Nothing further was reported.